Event description:
Reporter indicated that vns patient underwent revision surgery due to discomfort from the lead tie downs. Report is incomplete because initial reporter could not recall the name of the patient involved.